Event description:
Bd nexiva diffusics 20 ga x 1.25 in closed IV catheter system. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. The caregiver was able to tamponed the vein and remove the catheter assembly with only a few cc blood loss. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva diffusics (per site reporter). Waiting for their investigation results.

Event description:
Bd nexiva diffusics 20 ga x 1.25 in closed IV catheter system. The pre-attached extension tubing dislodged from the stabilization platform after starting the IV on the patient. The caregiver was able to tamponed the vein and remove the catheter assembly with only a few cc blood loss. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd nexiva diffusics (per site reporter). Waiting for their investigation results.